Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Report source, literature: shishido, t. Et al (2018). Effect of stem alignment on long-term outcomes of total hip arthroplasty with cementless bi-metric femoral components. Journal of orthopaedics, 15(1), 134-137. Doi: 10.1016/j.jor.2018.01.008 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that femoral osteolysis was observed in zones one, six, and seven in 11% of the 69 hips. Attempts have been made and additional information on the reported event is unavailable.